Event description:
It was reported that an c10-3v transducer had failed the electrical safety test and had lens damage. This transducer was associated with the affiniti 70 ultrasound system at the customer¿s site. The issue was found while outside of clinical use. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint. The field service engineer discovered physical damage to the transducer, specifically a cut in the transducer's lens causing the failed electrical safety test. The customer's complaint was addressed by replacing the transducer. After replacing the transducer, all transducer and system functional tests passed and no additional repair or analysis action was required. The transducer was disposed of in the field by the field service engineer.